Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu/erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the erbe generator gave an error when monopolar energy was used. The customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse viewed the system logs and noticed errors 25913 (c-30, c-38, m-11). The customer rebooted the erbe and tried both monopolar jacks, but issue persisted. The tse had the customer setup the force triad generator, and it worked. The customer was proceeding with the case. The procedure was completed with no reported injury.